Event description:
It was reported that the customer had a growth on her leg that originated from a bad sunburn that blasted. She stated that her blood glucose readings had been running a little high and that she thought it was due to her infection. She was unsure but declined troubleshooting for high blood glucose. The blood glucose reading was not available. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.